Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer stated that, following the alarm occurrence, the device continued to operate but was replaced with another ventilator of the same model as a precaution. The alarm was unable to be reproduced. The alarm caused neither a delay in therapy nor medical intervention other than the ventilator swap. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated by an authorized service provider (asp). The asp did confirm a previous occurrence and documentation of a backup alarm failed alarm diagnostic code in the device's diagnostic report (drpt). However, the asp was unable to duplicate the alarm during the evaluation. The customer requested that the device be returned without further service or repair, so the device was returned to the customer without part replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.